Event description:
Additional visual analysis of the opened but unused generator showed that the setscrews were not stripped. Indention marks were found indicating that the setscrew had been tightened at one point.

Event description:
Additional information was received stating that the torque wrench involved in this event was discarded.

Event description:
Analysis of the returned products was completed. There were no performance or any other type of adverse conditions found with both the explanted and opened/unused pulse generators. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
It was reported that the vns patient¿s device showed high impedance and that the patient was not receiving the intended therapy. The patient¿s device was subsequently disabled. X-rays were taken and were reported by the physician to be unremarkable. Clinic notes were received indicating that the patient¿s device showed lead impedance within normal limits during an office visit on (B)(6) 2014. High impedance was observed on (B)(6) 2014. The patient underwent surgery on (B)(6) 2014. The lead pin was reinserted into the generator header but the high impedance did not resolve. It was noted that septum plug appeared bulged and that the surgeon tighten the setscrew forcefully. The surgeon replaced the generator and lead but again tightened the setscrew too forcefully which resulted in high impedance. Another generator was used for replacement and lead impedance was within normal limits (impedance value ¿ 877 ohms and 930 ohms). The explanted and unused products have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The explanted and opened but unused products have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.